Event description:
The patient's hcp reported that the patient told her the v-go needle button did not stay in. This happened on (B)(6) 2019. The patient had the v-go put on in the office of the hcp. Later the patient contacted the hcp to tell her it had come out and that she tried several times to push it back in. This resulted in needle pain.